Manufacturer narrative:
The lot was manufactured october 12, 2016 ¿ october 14, 2016. The device was received for evaluation. Visual inspection identified fluid inside the bag containing the device due to an untightened blue winged luer cap. After tightening the cap, a functional leak test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking after preparation with fluorouracil and sodium chloride. The fill volume was 48 ml. There was no patient involvement. No additional information is available.